Manufacturer narrative:
Examination of the extensions revealed the body insulation cut through with the proximal end not visible. The conductors were cut. The functional and visual testing of the neurostimultor were within specifications.

Event description:
It was reported that the implantable neurostimulator (ins) and extension were explanted due to migration. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Extension model unknown serial# unknown implanted: unknown explanted: 2011-(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.